Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that they found that the time on the insulin pump was not correct. It was stated that they set up the time and it resets itself without a warning. It was stated that the clock is not running correctly and the loss of time is greater than 3 minutes every 10 days and grater that 9 minutes in 30 days. Blood glucose value was in the 70 mg/dl range. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.